Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 100.5010 was confirmed. A polo software was re-installed via a test cf card extension board. Polo re-installation wasn¿t successful as the logic board does not recognize the polo software card. ¿ on 06-nov-2024, pcu device was received unboxed and with paperwork. ¿ external investigation confirmed the reported problem upon unit power-up. ¿ internal investigation revealed a faulty logic board, as evidenced by it not being able to recognize the polo software installer card during re-installation. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace the logic board. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 100.5010. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 100.5010. There was no patient involvement.